Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed on the patient on the 21st and removed on the 22nd. A syringe was inserted but not removed. Upon inspection, water was found leaking from the balloon. The leak location was urgently identified, so they checked that there. Furthermore, upon inspection, the tip of the thermistor was located inside the balloon. Water was leaked from the base of the funnel. As per information received via task on 28nov2025, patient placement on the 21st, removed on the 22nd. A syringe was connected at the time of removal, but no water was drawn out. Upon checking, water had already naturally drained and the balloon was deflated (leaking). The leak location was confirmed here due to an urgent request, and it appeared to be from the funnel. Furthermore, during the check, the tip of the thermistor was located inside the balloon, and misalignment was also confirmed.